Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-may-2024, it was reported that the one infusion set was fell off during use. The infusion set is long for 12 hours. No further information available.